Event description:
Precedex pump rang off for low volume, while checking the syringe I noticed it was slightly wet. After investigation the pump was caked with what looked like old (slightly dried fluid, (very sticky). I followed the med lines back and those looked good. Also, the PICC [peripherally inserted central catheter] itself looked good.